Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: essenz cockpit log files were retrieved and analysed, confirming the reported event. Two error codes were highlighted (4421, 4441), which indicated a timeout of the backup control unit which was connected to the arterial pump. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during preliminary testing of the level alarm, the arterial pump did not drop to 1400 rounds per minutes (rpm) but suddenly stopped. Perfusion rebooted the hlm, repeated the test and passed positively. The event occurred during initial setup. There was no patient involvement.

Manufacturer narrative:
H11: through follow-up communication, it was learnt that, after performing all the functional tests with positive results, the whole essenz hlm was returned to service in its expected functions. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: the reported event concerns the "art. Pump rebooted" alarm message, indicating that the control unit connected to the arterial pump experienced a timeout, leading to a self-restart of the pump to resume normal operation. In such scenarios, as per device software requirement specifications, the control unit shall detect a possible watchdog reset and automatically restore any previously assigned role and intervention linkage within 5 seconds after completion of the reset. After the control unit reset, the pump shall stop, and the user needs to turn the control knob to operate the pump, as suggested in the device instruction for use (IFU). Based on the above, the reported event has been re-assessed as not reportable, since it unlikely to result in death or serious injury, even if it recurs.

Event description:
See initial report.